Manufacturer narrative:
The field service engineer did not find a cause for the issue. The analyzer operation was checked and all looked good. Precision studies passed. No further issues were reported. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode on a cobas pro ise analytical unit. A doctor questioned the initial sample values. The samples were repeated on other analyzers and these repeat values were deemed correct. The first sample initially resulted in a na value of 132 mmol/l. The sample was repeated on a second analyzer, resulting in a na value of 141 mmol/l. The second sample initially resulted in a na value of 134.4 mmol/l. The sample was repeated on a third analyzer, resulting in a na value of 141 mmol/l.

Manufacturer narrative:
The serial number of the cobas pro ise analytical unit is (B)(6). The investigation is ongoing.